Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test and defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The malfunction was duplicated and attributed to a faulty capacitor on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction for defib output incorrect was verified. The device's pace/defib engine assembly was replaced to remedy the problem. The reported malfunction for earth ground resistance test failed was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend.